Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 261 mg/dl, 128 mg/dl, 120 mg/dl, and 113 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.